Manufacturer narrative:
Evaluation summary: one ls1520 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The issue is related to a single device body style that was discontinued in (B)(6). No patient injuries have been reported with this issue.

Event description:
The customer reported that the device was defective. Examination of the received device found the purple activation button had detached and was returned.